Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system where the lens was improperly loaded.

Event description:
The physician reports that the crystalens haptics tore when delivering the lens using the amo silver series lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged iol. Implantation with a second crystalens was attempted, but was not successful because the patient's capsular bag tore. A standard monofocal iol was implanted successfully. Reference MDR #2031924-2007-00261.